Event description:
It was reported during the coil embolization of type 2 endoleak at the abdominal aortic aneurysm, approached from right brachial artery, the presidio coil (pc4181550-30 / c28136) was stuck at the distal end of the microcatheter (mc). The patient¿s vessels were heavily torturous but not calcified. An excelsior microcatheter (stryker, type unknown), and an enpower dcb (lot unknown) were used for this procedure. The procedure was commenced with embolizing the periphery of the lumbar artery, where aneurysms were starting to form, with a presidio (17mm, lot unknown). The complaint presidio was inserted into the mc as the fifth coil, but it was stuck at the distal side of the mc. The presidio was removed together with the mc. Although it was difficult to re-approach the target site, from the angiography the physician confirmed the embolisation had been mostly completed and further insertion of a coil was not necessary. The procedure was then completed without delay. There were no patient injury/complications. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. The device did not kink or bend at any time prior to the resistance/friction. The concomitant product did not kink or bend. There was no report of any visible damages to the devices upon removal. No visible damage was noted on the products prior to the event. There was no unintended detachment of the coils observed in the mc. The complaint products have already been disposed. No further information is available.

Manufacturer narrative:
Concomitant products: excelsior microcatheter (stryker, type unknown). Enpower dcb (lot unknown). The presidio (pc4181550-30, lot c28136) will not be returned, therefore the root cause of the coil becoming stuck inside the microcatheter cannot be determined. DHR: a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Based on the information, the event could not be confirmed. The product was not returned for analysis; however a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.